Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. The physician used a 8 x 2.50mm nc quantum apex balloon catheter to treat the 90% stenosed lesion located in the severely tortuous and calcified proximal left anterior descending artery. After inflating the device to 20atm, the physician attempted to withdraw the device but encountered severe resistance. The device was successfully retrieved from the lesion over the non bsc guide wire. When removing the device from the guidewire, while outside the patient body, severe resistance was encountered and the mid shaft detached. The procedure was completed with a different device. No patient complications were reported and the patient's status was listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis revealed the tip was damaged. The inner shaft was buckled within the balloon and adjacent to the proximal balloon bond. The outer shaft was separated adjacent to the guidewire exit notch and the inner shaft was separated 9 cm from the distal end of the fracture surface. The fracture faces were jagged and stretched, which suggests that the separations may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surfaces presented no issues with the material or manufacturing deficiencies related to the separations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. The physician used a 8 x 2.50mm nc quantum apex balloon catheter to treat the 90% stenosed lesion located in the severely tortuous and calcified proximal left anterior descending artery. After inflating the device to 20atm, the physician attempted to withdraw the device but encountered severe resistance. The device was successfully retrieved from the lesion over the non bsc guide wire. When removing the device from the guidewire, while outside the patient body, severe resistance was encountered and the mid shaft detached. The procedure was completed with a different device. No patient complications were reported and the patient status was listed as good.

Manufacturer narrative:
(B)(4).